Manufacturer narrative:
The cartridge has been returned and evaluated by product analysis on 08/09/2013 with the following findings: no defect was found. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. A visual inspection and a fill test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a site/set/cart (air bubbles/leak) issue. The reporter stated that there were air bubbles in the tubing that caused the bg to become elevated. The reporter stated that the air bubble was primed out. The patient¿s bg rose to 300 mg/dl with mild thirst, which does not meet animas¿ criteria for an adverse event. The patient¿s fill technique was reviewed and found to be done correctly, the insulin was at room temperature and the connections were secure. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/01/2013 -device evaluation: the cartridge has been returned but not yet evaluated. A retain cartridge from the same lot has been evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.